Event description:
It was reported that this lead was surgically abandoned due to an unknown reason at this time. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was surgically abandoned due to a fracture as a result of clavicular crush. No additional adverse patient effects were reported.